Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2a: corrected common device name. Section d4: model and catalog # corrected to rt380. Section d4: lot # added. Section d4: expiration date added. Section d4: UDI details added. Section g4: updated 510(k). Section h4: device manufacture date added. Section h11: method: the subject mr290v vented autofeed humidification chamber and photographs were provided to fisher & paykel healthcare for analysis. Results: visual inspection identified a crack on the dome of the chamber. Conclusion: our investigation confirmed the reported crack on the dome of the mr290v vented autofeed humidification chamber. We are unable to determine the cause of the damage. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes,cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chambers would have met the required specifications at the time of production. The user instructions for the rt380 adult ventilator circuit dual heated with evaqua¿ technology state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit kit was found leaking water during patient use. A crack was observed at the connection between the base and the dome of the chamber. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found leaking water during patient use. A crack was observed at the connection between the base and the dome of the chamber. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section h11: method: the subject mr290v vented autofeed humidification chamber and photographs were provided to fisher & paykel healthcare for analysis. Results: visual inspection identified a crack on the dome of the chamber. Conclusion: our investigation confirmed the reported crack on the dome of the mr290v vented autofeed humidification chamber. We are unable to determine the cause of the damage. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chambers would have met the required specifications at the time of production. The user instructions for the rt380 adult ventilator circuit dual heated with evaqua¿ technology state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit kit was found leaking water during patient use. A crack was observed at the connection between the base and the dome of the chamber. There was no patient harm reported.